Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 09/06/2016 stating that this lead exhibited elevated threshold programmed to 4v at 1ms, impedance was trending above 2800 ohms. The out of range impedance 3000 ohms was also noted. The physician was dr. (B)(6) at (B)(6) memorial hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).